Event description:
It was reported that following a non device related surgeries the patient was experiencing intense stimulation in legs. It was also noted that device only helped for a short while. The patient underwent a system explant procedure. The explanted device components will not be returned.

Manufacturer narrative:
Date of event: exact date unknown, event occurred couple years ago based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-paddle leads, upn: m365sc8336700, model: sc-8336-70, serial: (B)(4), batch: 19993260.